Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, and h6. As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. 8 units were discarded before the issue was reported. There is a video for one of the related cases in which the failure occurred. Additional information was requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot f2227102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. 8 units were discarded before the issue was reported. There is a video for one of the related cases in which the failure occurred. The device is not available for evaluation.